Manufacturer narrative:
The pump passed the displacement, self test, off no power, unexpected restart, rewind and basic occlusion tests. The pump was unable to prime during the prime test due to a slightly loose and tilted drive support disk. The pump was unable to perform the occlusion test and excessive no delivery alarm test due to the prime/fill anomaly. Currents were within specification. No unexpected low battery or off no power alarms were noted. No off no power anomaly was noted. The back light feature was functioning properly. No back light anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a missing end cap sticker and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not turn on. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump did not turn on after inserting a new battery. The insulin pump will be returned for analysis.